Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the dcs was recaptured and readvanced; however, a dissection occurred in the ascending aorta. The valve was then implanted and following the procedure, a computed tomography (CT) scan was performed which revealed thrombosis. No intervention or treatment was noted beyond observation.

Event description:
Additional information was received indicating that the valve was implanted in the native annulus and heparin was administered during the procedure. The patient¿s activated clotting time (act) levels were measured approximately every 30 minutes and were at 250 seconds or more throughout the one-hour procedure. It was reported that the patient had a history of steroid use. Per the physician, the cause of the dissection was the valve dislodge and recapture. Per the physician, the valve and delivery catheter system (dcs) may have contributed to the dissection. Per the physician, the sheath and guidewire did not contribute to the dissection. Conservative treatment was provided for the dissection.

Manufacturer narrative:
Updated: b1, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.